Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v686988, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had noticed that they had nerve pain, numbness, tingling sensations in the spine/lower spine and it would flare up and gradually get worse and worse. They went to a neurologist about the nerve pain and tested for multiple sclerosis, but no cause was found. The patient thought this was from the zapping because they were told that their current ins also had the same broken wire problem which was causing them to feel zapping. This resulted in them alternating again between having the device off with a return of symptoms and using a lot of incontinence pads, and the device on with zapping but controlled symptoms. The zapping occurred even with the device off, which was contrary to what they previously said, and remains unclear if they felt zapping or not with the device off. The patient stated that most of the time the device was off due to zapping resulting in them being house bound to avoid accidents in public. The ins was removed with an emergency surgery because the healthcare provider (hcp) told them that I t migrated out of the pocket and needed to remove it immediately. The patient said they did not know it was abnormal, only that is was hurting them and they could touch the implant. They thought it was explanted sometime in 2012 or in 2013. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.